Event description:
A physician reported a pt who was initially skin tested on 6 may 1999 and on 10 may 1999, both with negative results. In 1999, the pt was treated at wrinkles on the forehead. The procedure was without event. On or about 2 months later, the pt first noticed edema and erythema at the forehead treatment sites, but not at the skin test site. The pt reported that the symptoms flared over time. On or about 1.5 months later the pt was examined. The symptoms presented at the treatment site but not at the skin test site. The physician diagnosed hypersensitivity and prescribed topical desowen and oral benadryl.